Manufacturer narrative:
Update to b5 of the initial report. See b5 for further details. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not reproduce the reported malfunction, and a definitive root cause could not be identified. However, the reported malfunction may have occurred due to a leak at the biopsy channel, the water supply connector, and the air supply connector, which allowed fluid to invade the device and cause the electronic components to malfunction. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image. Olympus will continue to monitor the field performance of this device.

Event description:
The e315 error reported in the initial report occurred during preparation for use for a diagnostic colonoscopy. The procedure was completed with a similar device with a 5-minute procedural delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had an issue where the image did not appear, displaying the error message "incompatible scope 315: scope not supported." The issue occurred during preparation for use. There were no reports of patient harm.